Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the healthcare provider was concerned about contamination and healing. When removing the pump, he sent for cultures and also discovered the catheter was spliced. He was able to remove the pump, pump catheter and part of the spinal catheter.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2020; explant date (B)(6) 2026 product ID 8598a (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2020; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction/update to previously reported event description: the spinal catheter was spliced and he was unable to remove part of it. At the time of this report, the issue was resolved. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, in regards to the cultures obtained, it was unknown if an infection was suspected or confirmed. The cause of the catheter being found to be spliced was not determined.

Manufacturer narrative:
H3. Analysis of the pump revealed no anomalies. H6. Previously reported annex e code e2403, annex a code a26, and annex g code g04023 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.